Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis. The customer's blood glucose reading was 489 mg/dl at the time of the event. Troubleshooting was performed, and the insulin pump was programmed correctly. The prime and self tests passed. Prior to the event, the customer removed the insulin pump from her body to take a shower. Afterwards, she couldn't find the insulin pump for an extended period of time. When she finally found the insulin pump, her blood glucose was high so she went to the hospital. The customer was not sure if the period of time that she was not connected to the insulin pump caused the event. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.